Event description:
It was reported that the caretaker administered approximately 15 grams of oral glucose when the patient¿s blood glucose was 105 mg/dl, after which the ilet delivered insulin via its correction algorithm overnight, and the patient subsequently experienced a low blood glucose event to 58 mg/dl for about one hour that was treated with oral glucose and resolved with the patient returning to range. Symptoms included hypoglycemia. Outcomes included transient clinical impact without hospitalization. Investigation included review of device-reported insulin delivery history and glucose trend data. Investigation of this case revealed that approximately 2.8 units of insulin were delivered after midnight per algorithmic correction, with no recent insulin on board at the time of the morning call and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.